Manufacturer narrative:
Medical device expiration date: na. There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd max¿ instrument with bd sars cov-2 assay there was a high rate of false positives. The samples were then sent to state lab for confirmation testing and were negative. The false results were not reported.

Manufacturer narrative:
H6: investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint states that the customer was receiving high false positive results on the bd sars-cov-2 assay. Bd service collected the database and log files. The customer was sending the positive samples to the state lab for testing and the state lab's results were the ones reported to the provider. Positive results were not reported as positive (from the bd max) if it did not correlate with the state lab. If the result were negative from the state lab, then the reported result was negative. Bd service suggested to evaluate and re-calibrate the robot alignment (calrack) on side a and have mas to follow up with the customer regarding the assay sensitivity difference between bd sars-cov-2 assay and other assays. Bd service was dispatched and the fse rechecked everything according to the sop and performed preventive maintenance. No instrument related issue was found and the escalation was closed. The complaint is unable to be confirmed as an instrument issue because the fse was unable to find any issues with the instrument during service. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is the issue is likely to be with original bd sars-cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. As a result no corrective actions were initiated. CAPA pr# 1632720 is open to address the false positives and reader saturation issues with the original bd sars-cov-2 assay.

Event description:
It was reported that during use with a bd max¿ instrument with bd sars cov-2 assay there was a high rate of false positives. The samples were then sent to state lab for confirmation testing and were negative. The false results were not reported.